Event description:
The customer reported the ventilator shut down while in use on a pt. The customer reported no pt harm, and the ventilator was alarming appropriately.

Manufacturer narrative:
The respironics service tech reported he was not able to duplicate the customer reported problem, however, found a diagnostic code in the ventilator log history indicating a power failure had occurred. The service tech replaced the sensor board. The service tech performed performance verification testing, and testing passed with the ventilator performing to specifications.